Event description:
It is reported from a hospital registry that multiple revisions involving continuum shells have occurred due to instability, peri-prosthetic fracture, infection, leg length discrepancy and other events.

Manufacturer narrative:
Zimmer is working with the reporting hospital to gain additional information to adequately investigation these reported revisions. This report will be amended when our investigation is complete.